Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 500:320:618. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 500:320:618 was confirmed during sample evaluation. The root cause of this condition was not identified. The front bezel, user interface module keypad and all three pump head module keypads were replaced as precautionary measures. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter (B)(4). Should the device or additional information become available, a follow-up medwatch will be submitted.